Event description:
Left heart catheterization done with 6 french perclose catheter. Approx 2 1/2 weeks post catheterization, pt complained of pain and mass in right groin. On 2/1/99, computed tomography scan done which indicated pseudoaneurysm 6 cm in antero-posterior diameter by 3 cm in transverse width density. On 2/3/99, pt required surgery for closure of puncture wound in right common femoral artery and incision and drainage of infected pseudoaneurysm. On 2/8/99, groshing catheter placed for long-term intravenous antibiotic therapy. The packaging on the perclose catheter appears that if the outer visi-peel pouch is opened, that sterility is maintained by a sealed inner pouch which has the term "sterile" written on it. As you look closely, the product is not completely sealed and therefore is not sterile. On consultation with the vendor, this was confirmed and he indicated the co is "looking into this".